Manufacturer narrative:
B4. Date of this report: 19-dec-2025 corrected to 19-dec-2024 in initial MDR h11: remove: refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution. During the manufacturing process in order to determine acceptability per the lens model and diopter from initial MDR. Claim # (B)(4).

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Due to lens rotation not associated to a low vault, the lens was repositioned. This did not resolve the problem. Lens remains implanted. Cause of the event reported as unknown. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: one additional similar complaint type event within associated lots was found. Claim #(B)(4).

Manufacturer narrative:
Refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced residual hyperopia and astigmatism. Due to residual hyperopia and astigmatism the lens was repositioned. The lens remains implanted. Cause of event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Due to lens rotation not associated to a low vault, the lens was repositioned. This did not resolve the problem. The lens was explanted. A replacement lens was implanted. This resolved the problem. Cause of the event was reported as unknown g6 - 6. Type of report: 30-day missing from initial MDR. Claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens but foreign material on the lens surface, specifically fibers. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).